Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a continuous air in line alarm was confirmed and duplicated during product evaluation. This condition was caused by a defective air sensor printed circuit board. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a continuous air-in-line alarm, which was discovered in the bio-medical department. It is unknown when this event occurred. This event may have been a false air-in-line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.